Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that 3-4 weeks ago patient's device was suddenly not helping as much with their urinary symptoms. Patient stated they did not feel stimulation at 0.9v so they increased to 1.3v and felt stimulation. No further complications were reported.